Manufacturer narrative:
The lot was manufactured august 16, 2017 - august 17, 2017. The device was received for evaluation containing approximately 40 ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was also performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor would not flow. The event occurred during patient infusion with 2700mg desferrioxamine diluted in 42ml of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.